Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a mustang. A visual examination identified that the balloon was not folded which indicates that it was subjected to positive pressure. A partial balloon circumferential tear was identified located approximately 7mm proximal of the distal markerband. The balloon material was also torn longitudinally beginning at the circumferential tear and extending for approximately 5mm distally. No other issues were noted with the balloon material. As per the rated burst pressure for this device is 24 atmospheres.

Event description:
Reportable based on device analysis completed on 17-apr-2024. It was reported that difficulty crossing occurred. The target lesion was located in the arteriovenous fistula. A 3.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon catheter did not cross due to the severe calcified lesion. The procedure was completed with another of the same device. No complications were reported, however, returned device analysis revealed a partial balloon circumferential tear.